Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 228 mg/dl. The customer declined troubleshooting with tandem technical support. Customer reported pump supplies would be changed later.